Event description:
Same as mfg #: 2134265-2009-01055. It was reported that during a rotational atherectomy procedure, a guide wire fracture occurred. The unspecified lesion was located in an unspecified vessel. The physician attempted to use a rotalink catheter with 1.25mm rotalink burr and rotawire to ablate the unspecified lesion, however, the "rota floppy wire separated inside the patient". The patient was sent to surgery. The patient's condition is unknown. Additional information has been requested but not yet received.

Event description:
Same as mfg #: 2134265-2009-01055. It was reported that during a rotational atherectomy procedure, a guide wire fracture occurred. The unspecified lesion was located in an unspecified vessel. The physician attempted to use a rotalink catheter with 1.25mm rotalink bur and rotawire to ablate the unspecified lesion, however, the "rota floppy wire separated inside the patient". The patient was sent to surgery. The patient's condition is unknown. Additional information has been requested but not yet received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional info: results & conclusion: device evaluated by MFR. Question 1. The final results of any failure analysis or laboratory testing of the device listed in the report(s) including: (1) a complete description of methodology(ies) used, (2) an identification of the failure mode(s) and/or mechanism(s) and the associated component(s) involved, (3) any conclusions based on the final failure analysis or laboratory test results. Response: the complaint product was not returned by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The batch number for this complaint was not provided. A review of the shipping history for rotablator units for the reported upn, supplied to this hospital over the last 6 months, revealed that only lot number 11991533 was shipped to this facility. The manufacturing batch record review for this lot number confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. Question 2. Any evaluation of other information used by your firm to determine whether the events described in the medical device report are or are not attributable to the device. Response: see response to question 1. Question 3. Please provide the total number of devices manufactured and distributed for the last three years by year for the device indicated in the medical device report. (B) (4)